Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had phantom touches on bottom left of the screen that prevented user from selecting buttons onscreen. Application was still updating as new hours were changing over, so it was just an unresponsive touchscreen. Nurse said that they did not clean it, but the patient's spouse was in the room and was monitoring this device. Individual could have touched screen with hand sanitizer, causing the phantom touches. Nurse conveyed that after the touch screen was unresponsive, they lifted the tube to drain around 10ml into the bag and noticed that the device did not measure any urine output (uo) collected in the current hour (12-1hour block). Once the device changed over to the new hour it still did not display any urine output (uo) collected in the 12-1hour block.

Event description:
It was reported that the sensica device had phantom touches on bottom left of the screen that prevented user from selecting buttons onscreen. Application was still updating as new hours were changing over, so it was just an unresponsive touchscreen. Nurse said that they did not clean it, but the patient's spouse was in the room and was monitoring this device. Individual could have touched screen with hand sanitizer, causing the phantom touches. Nurse conveyed that after the touch screen was unresponsive, they lifted the tube to drain around 10ml into the bag and noticed that the device did not measure any urine output (uo) collected in the current hour (12-1hour block). Once the device changed over to the new hour it still did not display any urine output (uo) collected in the 12-1hour block.

Manufacturer narrative:
The reported issue was confirmed as design related. The root cause of the reported issue is being investigated under CAPA 4592350. Application was still updating as new hours were changing over, so it was just an unresponsive touchscreen. Nurse said that they did not clean it, but the patient's spouse was in the room and was monitoring this device. Individual could have touched screen with hand sanitizer, causing the phantom touches. Nurse conveyed that after the touch screen was unresponsive, they lifted the tube to drain around 10ml into the bag and noticed that the device did not measure any urine output (uo) collected in the current hour (12-1hour block). Once the device changed over to the new hour it still did not display any urine output (uo) collected in the 12-1hour block. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.